Event description:
Pre-op dx: left renal mass. Procedure: robotically-assisted laparoscopic left radical nephrectomy (davinci). Surgeon: urologist, anesthesia. Staff: first assistant, scrub, circulator. In room 0732, out of room 1421. Upon opening the stapler, it was noticed that it misfired. The maryland bipolar was then used to grasp the renal artery as it was bleeding. Then attempted to place robotic hem-o-lok where the vessel sealer was, however, this port was inadvertently pulled out so the assistant port was then used to put the kidney on traction. The fourth arm was then used to grasp the bleeder. Next, the maryland was removed and hem-o-lok clip applier was then placed and a hem o-lok was placed around the renal artery. Once this was done, there was no more bleeding. The artery bled for approximately 45-60 seconds and there was 1 l of blood loss at this time. Next, there was a new vascular stapler with new vascular loads on the field and the renal vein was transected without complication with the stapler and hem-o-lok was then placed along the staple line. There was no active bleeding and surgicel powder, as well as tisseel was placed in the .surgical area. Once the specimen was removed and the fascia was closed, the abdomen was reinsufflated. There was no bowel injury as a result of the closure. A carter-thomason was then used to c:lose the trocar sites. (B)(6) 2022 17:14 post op hgb 9.8 and hct 33.3; (B)(6) 2022 pt. Received prbc 1 unit (250cc) and albumin 500cc. (B)(6) 2022 0620 hgb 5.7 and hct 29.8, pod#1 (B)(6) course. Pain controlled, ambulated pod #1 (B)(6) 2022 hgb 6.7 and hct 29.8, discharged home self care. (B)(6) 2022 hgb 9.1. Returned to ed altered mental status., unable to keep antibiotics post op surgery, hospital course: urology and nephrology were consulted on the patient's case. Patient received ivf hydration, 3 days of rocephin therapy, and replacement of her electrolytes. Her mental status returned to baseline and. She was eating well without any further vomiting. She worked with pt/ot and they recommended placement; however, patient refused and was agreeable with home pt/ot. Foley kept in place until follow up with urology outpatient. (B)(6) 2022 patient discharged in a hemodynamically stable condition.(B)(6) 2022 pt received prbc 1 unit (250cc) and albumin 500cc.